Event description:
It was reported that the pt is no longer able to understand the sound she can hear. There are no known circumstances leading to the event, eg. Trauma or illness. During implant implantation only electrode channels 1-7 were inserted. The remaining electrode channels 8-12 are extra cochlear. Testing showed that electrode channels 6, 7, 8, 10 are hi and there are no voltages available between electrodes 5 and 12.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.